Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 8:00am at home. End-user stated she tested her blood glucose with her prodigy meter and got a result of 198mg/dl. The end-user stated that she took 34units of humalog due to her results. She stated that she also took her high blood pressure medicine that are as follows: coreg, norvasc, and accupril. End-user stated that she then ate cereal and around 30 minutes later felt dizzy and was sweating. The end-user stated that she then called paramedics. While waiting for paramedics the end-user consumed 2 peppermint patties and drank a glass of orange juice. Paramedics arrived within 10 minutes and according to the end-user they paramedics said they did not have a glucose meter to test her blood glucose but that they gave the end-user peanut butter and waited till she felt better before leaving. No additional tests were performed with the prodigy meter. The end-user stated that the paramedics did not give any treatment and advised her to call back if needed. No additional information was provided.